Manufacturer narrative:
Device evaluation: one sample received consists of one cassette product in used condition, decontaminated and inside of a plastic bag. Visual inspection revealed no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing with the first pump, after the sample was connected to the pump, no alarms were activated. When the sample was connected to the second pump, no alarms were activated. The sample did present mohawk exposure. The failure mode could not be duplicated by functional testing, the complaint was not confirmed. No root cause can be determined due to the complaint was not confirmed. No action will be taken because the complaint was not confirmed. A device history record (DHR) review was conducted and no nonconforming manufacturing records were found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Alarmed (no cassette) 22 hours after installation on the pump with serial number (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed "no cassette" 22 hours after cassette's connection. Patient prepared a new cassette and switched to her 2nd pump and no alarm was triggered. No patient injury was reported.